Manufacturer narrative:
The reported event of suspected premature battery depletion was not confirmed. A longevity calculation was performed and based on the device's programmed parameters and diagnostics, the battery was found to be within expected longevity performance. The device is normal.

Event description:
The device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.